Event description:
On 6th february 2023 getinge became aware of an incident with one of our columns ¿ 116001d0 - or table column, manoeuvrable used in a configuration with 116030a0 ¿ universal table top, 100925a0 ¿ universal remote control and 170501a0 - tegris base pc (hw2). As it was stated, during laparoscopic surgery performed with surgical system davinci by intuitive surgical, the unintended movement of the operating table occurred. Table lowered and moved towards the patient's feet. The patient was not injured. The surgery was continued and completed without a delay. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of the table during laparoscopic surgery performed with davinci, was to reoccur.

Manufacturer narrative:
Getinge became aware of an incident with one of our columns ¿ 116001d0 - or table column, manoeuvrable used in a configuration with 116030a0 ¿ universal table top, 100925a0 ¿ universal remote control and 170501a0 - tegris base pc (hw2). As it was stated, during laparoscopic surgery performed with surgical system davinci by intuitive surgical, the unintended movement of the operating table occurred. Table lowered and moved towards the patient's feet. The patient was not injured. The surgery was continued and completed without a delay. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of the table during laparoscopic surgery performed with davinci, was to reoccur. The affected getinge devices were evaluated by the company¿s service technicians. The error logs from the column and tegris system were forwarded to technical support department. The specialists did not notice any abnormalities in the column logs in the timeframe the issue occurred. The logs did not indicate anything unusual, what could point that the column was not working according to its specification. Based on the information provided in the tegris log-files, there was no activation of the table control page in the tegris ui in the timeframe the event occurred and no control commands were sent from tegris to the table. There was no indicator for an unwanted movement. Therefore, it can be concluded that tegris was not involved in the table¿s movement. According to the customer information no one touched the universal remote control or the tegris panel. There was only the robot next to the patient and the remote control was in the charging station. Technical support specialist has suspected that the issue could have been caused by an accidental movement activation by the user. However, the customer has assured the service technician that no movements with the controller have been made. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As no malfunction with the operating table could be found by the service technicians and technical support specialists at the manufacturing site, it was considered that the getinge device was up to the specification. As the error pattern suspected by the specialist could not be confirmed, the root cause for the issue investigated herein remains impossible to define. Comparing the number of complained devices (2) to the number of otesus operating table columns with aforementioned catalog numbers placed on the market (2867) we can conclude the failure ratio is 0,07% for the issue investigated herein. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. D11 concomitant products: 1160.30a0 table top ipc EU; 100925a0 universal remote control; 170501a0 - tegris base pc (hw2). The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 06/01/2022. Corrected h4 device manufacture date: 03/18/2022.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 6th february 2023 getinge became aware of an incident with one of our columns ¿ 116001d0 - or table column, manoeuvrable. As it was stated, during laparoscopic surgery performed with davinci, the unintended movement of the operating table occurred - table lowered and moved towards the patient's feet. The patient was not injured. The surgery was continued and completed without a delay. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement of the table during laparoscopic surgery performed with davinci, was to reoccur.